Manufacturer narrative:
(B)(4) lens turned and inserted upside down: eval - lens work order search. Results - visual inspection of the returned product found no visible damage to lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The rptr stated the surgeon inserted a micl 12.6mm implantable collamer lens on (B)(6) 2010. The lens turned in the cartridge as it was being pushed out into the eye. The lens was inserted upside down. The lens was removed with no pt injury. Backup lens was implanted.